Event description:
The initial reporter advised shiley of the patient's death following an alleged outlet strut fracture of the patient's bjork-shiley convexo-concave aortic heart valve. Based on a review of x-rays, the disc of the valve was observed to be located in the abdominal area.